Manufacturer narrative:
It was reported that the battery would rapidly discharge triggering alarms to be replaced. The battery was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log files analysis covering the reported event date were not available for analysis. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery was alarming to be replaced sooner than expected.  The battery is expected to be exchanged. No patient complications have been reported as a result of this event.